Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated calcium result generated on the alinity c processing module for one sample. Results provided: (customer¿s normal range = 8.5 - 10.2 mg/dl). Initial calcium result = 16 mg/dl, repeat on second instrument in the lab = 8 mg/dl. Original result not reported out. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the alinity c processing module and the tbg., cuvette blank, 1ml syringe to luer fitting was found to be loose. The tubing was corrected, and the issue resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the tbg., cuvette blank, 1ml syringe to luer fitting did not identify any trends. A review of the scorecard identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the alinity c processing module for sn (B)(6) or the tbg., cuvette blank, 1ml syringe to luer fitting was identified. All available patient information was included. Additional patient details are not available.